Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device's handswitch activation buttons were intermittent. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.